Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. A revision procedure was performed where the suture sleeve was found to have been tied down onto the rv lead too tightly during the initial implant procedure which resulted in lead damage. The rv lead was explanted and replaced to resolve the event. No lead malfunction was alleged, and the reported noise was attributed to the user caused lead damage. The patient was in stable condition.